Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting and dehydration due to the insulin spoiling in warm temperatures. The patient was treated with fluids to treat the dehydration and the patient was also prescribed zofran for nausea. The patient was released after 3 hours. The pod has been discarded.